Event description:
It was reported that during an in-clinic device check, post-paced t-wave oversensing was observed on the device. Programming change was discussed but not made at this time. There were no adverse events to the patient.